Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and red particles. A visual and microscopic analysis was performed which identified sharp broken on posterior, striated opening on anterior and missing shell. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is missing shell due to inconclusive, and a striated opening on anterior due to surgical damage consist in the use of some surgical tool. A sharp broken on posterior due to an unidentified (tear) opening.

Event description:
Physician reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture. The device has been explanted.